Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the physician decided to use the fiber tip to control bleeding via coagulation. He rotated the fiber along the bleed. After 81,588 joules and 12:14 minutes of fiber use, the fiber inside the tip came loose and was rotating inside the tip resulting in the device going into standby. The fiber was replaced and a second fiber was used to complete the procedure without any further harm to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the physician decided to use the fiber tip to control bleeding via coagulation. He rotated the fiber along the bleed. After 81,588 joules and 12:14 minutes of fiber use, the fiber inside the tip came loose and was rotating inside the tip resulting in the device going into standby. The fiber was replaced and a second fiber was used to complete the procedure without any further harm to the patient.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk with photoselective vaporization of the prostate procedures and is noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptom of blood loss was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.